Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was returned for evaluation. No ancillary devices or cine images from the procedure were received. The distal assembly was examined using a microscope. All components of the floppy distal tip were accounted for. The spider capture wire was separated proximal of the flex connector. The spider capture wire proximal to the flex connector has a series of bends consistent with the capture wire being advanced into the spider fx filter. The separation faces of the capture wire exhibited kink separation. A segment of the capture wire was observed to be caught in the filter due to a bend in the capture wire. The capture wire extended proximally through the filter¿s proximal marker band. All distal assembly components were accounted for. The proximal end of the proximal segment of the capture wire exhibited a shear face. The duel ended delivery/capture catheter and a long segment of the spiderfx capture wire were found loaded in the recovery end of the catheter. The distal end of the long segment of spiderfx capture wire exhibited a shear face similar to the shear face on the proximal segment of the distal assembly. All components of the spiderfx system are accounted for. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a spider fx during procedure for treatment of carotid artery stenosis by carotid artery stenting. There was difficulty removing the device. There was no unusual resistance noted when the protective sheath was removed. The device was prepped with no abnormalities noted during prep. The device was inspected before use with no abnormalities noted. There was no resistance with ancillary device during delivery. There was no resistance while passing the lesion site. The device was post dilated. It was reported that when the physician tried to retrieve the filter into the recovery end of the device the filter was not completely retrieved into the catheter. The edge of the filter was caught by the stent and the filter could not be removed from the patient. The proximal filter got broken. The filter, both proximal and distal segments were removed from the patient but the removed filter did not keep its original form, and some elements might have been left inside the patient. Also, the physician commented the issue was associated with the handler (assistant physician) and not with the product or its manufacturing. No cine images are available. The procedure was extended over 30 minutes. Current patient condition is reported to be fine, no adverse issue has been reported from the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.